Event description:
The facility representative did not specify a malfunction or process step for a flogard infusion pump. There was no report of patient injury or medical intervention related to the device. Patient involvement is unknown. Upon further investigation, baxter quality engineering has identified failure code 94 as the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem was not confirmed in service. Baxter quality engineering confirmed the problem as f-94 which is the only other problem found on the pump. The cause of the problem was a defective main battery. Service replaced the main battery to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.